Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received with multiple cartridges after filling each with 300 units of insulin. One cartridge was observed to be leaking. Customer successfully loaded another cartridge and insulin delivery was resumed. Customer's blood glucose was 215 mg/dl.